Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
This device was explanted one year later, reportedly for normal battery depletion. Per the patient's request, a new device was not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information from a health care provider (hcp) that this device had declared elective replacement indicator (eri) battery status early due to charge time. A boston scientific technical services consultant (ts) discussed that devices can declare eri due to either charge time or battery monitoring voltage, and that device charge time cannot be factored into remaining longevity estimates. Hcp indicated the device would returned for analysis following explant. No adverse patient effects were reported.